Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one day following photo refractive keratectomy (prk), the patient presented with staph marginal keratitis in the left eye. The patient reported mild irritation. The topical steroid drops were increased. Additional information received from the optometrist indicated that the patient was treated with medication, and the event resolved after twelve days. In the optometrist's opinion, it is unlikely that the device contributed to the event. No further information is expected.